Event description:
On 12/16/22 it was reported by a sales employee via email that an ar-9811 ablator head broke off in a shoulder joint and was retrieved by the surgeon. This was discovered during a shoulder scope procedure on (B)(6) 2022 and was completed successfully with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-9811 batch number 66682682 was received for investigation. Visual evaluation found that the aspirating probe electrodes face was damaged/broken off before being received for investigation. Probe memory was analyzed for error codes.